Event description:
The customer reported "oil mist haze". The customer stated that they were not experiencing any human reactions. The customer took the unit out of service. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
(Oil mist) - capital equipment, unit evaluated at the facility. The fse found the unit misting as reported. The fse found the o-ring was out of place so he corrected it. He ran a diagnostic empty chamber cycle, and the unit was operating normally. The unit met MFR specifications. This issue is being addressed with a customer letter, related to correction & removal.